Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia treated with a manual injection/insulin pen. The customer reported a blood glucose value of 499 mg/dl and a current blood glucose value: of 280 mg/dl. The customer stated that the pump did not turn when put a new battery into it. The customer reported the following led up to the event had the 670g document treatment for high blood glucose mmt-7811na. The event involved product(s) mmt-7020a, mmt-397a, mmt-332a, mmt-1780kl. Troubleshooting was performed but later it was declined. The customer reported battery cap was damaged. Damage was on metal contacts. The customer reported high blood glucose. The customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. It was unknown whether the customer was using the pump within 48 hours before the event and whether the auto mode feature was active or not at the time of the event. No further patient complications were reported. No product return was required for mmt-7020a. No product return is required for mmt-397a. No product return was required for mmt-332a. Mmt-1780kl was requested and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: crack in the battery tube threads, crack in the case on the battery tube side which starts at the left belt clip rail, missing serial number label, missing display window cover, cracked middle (enter) keypad button. The pump was received with a battery cap. The battery cap contact was missing. The pump passed the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. No unexpected ¿low battery¿, ¿replace battery¿, "insert battery", ¿battery failed¿, or "power loss" errors were noted during testing. Thus software was utilized and uploaded trace/history files properly. No pump error 25 was noted during testing, in the adapt tool, or in the power management graph. The adapt tool lists the following battery related alerts/alarms around the event date: 73=change battery occurred (B)(6) 2024 22:42:00. The adapt tool does not list any pump errors that could potentially trigger a critical pump error (open book image) whatsoever. The case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the pump. In summary, the customer¿s report that the pump doesn't turn on after replacing the battery was not confirmed but that of a crack in the case was confirmed during testing. The pump does not meet specs due to the missing battery cap contact. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.